Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient exhibited syncopal episodes. Upon further review, it was shown that there were several sudden brady responses associated with the patient's symptoms. Boston scientific technical services (ts) discussed programming options. No additional adverse patient effects were reported. The device remains in service.